Event description:
The ge oec 9800 fluoroscopy system shutdown during a procedure. A reboot restored functionality, and there were no more events noted.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-loaded software and configured the calibration files to prevent a recurrence of the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.